Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.this is one of three manufacturer reports being submitted for this case.

Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of an implant of a 26mm sapien 3 ultra valve, in the aortic position by transfemoral approach. When the delivery system was inserted in the esheath+, resistance was noted and the valve got stuck at the base of the esheath. All devices were removed as a single unit, and it was observed that the 1st esheath+ was damaged. A second valve and commander delivery system with a non-edwards sheath were used, but the problem persisted. Therefore, the devices were removed again, and the introducer appeared bent, suggesting tortuosity. Finally, a third valve with an upsized esheath was used, and the procedure was completed without any issues, successfully implanting the valve. The event did not cause any injury to the patient, who was noted to be stable. Device evaluation confirmed that the edwards sheath was punctured, the valve was exposed and had frame damage, and the delivery system had a pin-hole on the crimp balloon.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was examined, and the following was observed: liner expanded 12cm in length from strain relief, the remaining liner was unexpanded. The distal tip was unopened. The liner was torn 7cm in length starting at 1.5cm from strain relief. The crimped valve exposed through liner torn. The liner was partially delaminated 1cm in length from strain relief. The liner thickness was measured along the torn liner and the measurements were found to be within specification. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint of resistance between system components was confirmed based on the evaluation of the returned device and provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as reported information indicated ''moderate'' calcification inside patient's access vessels and imagery revealed presence of calcification within patient's access vasculature. In this case, calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. The complaint of liner punctured was confirmed based on the evaluation of the returned device and provided imagery. Available information suggests that patient factors (calcification) and/or procedural factors (device manipulation) likely contributed to the event as provided information indicated there was ''moderate'' calcification at access vessels and imagery revealed presence of calcification within patient's access vasculature. In addition, it was reported that ''when the delivery system was inserted in the esheath+, resistance was noted, and the valve got stuck at the base of the esheath''. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. In this case, excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. This is one of three manufacturer reports being submitted for this case.